Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture. There were no patient consequences due to their sinus rhythm of around 75 bpm. Lead replacement would be scheduled.